Event description:
According to the physician and the scans the filter migrated from the vena cava to the aorta. Manufacturer note: migration of the entire filter from the vena cava to aorta seems unlikely. It is more plausible that some of the filter legs have penetrated the aorta. Unfortunately, we have not been able to receive further detailed information. The physician has planned to retrieve the filter but at the time of this report it has not been removed yet.

Manufacturer narrative:
The investigation is in progress.